Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was exposed to fluid and that there was moisture observed under the liquid crystal display screen. The blood glucose reading was 276 mg/dl. The customer stated that she had no idea how the moisture exposure had occurred. She stated that the display screen also went blank. The customer had to stop the troubleshoot procedure because she had to go to the hospital to obtain her treatment back up plan. The most recent blood glucose reading was 200 mg/dl, which had been treated with manual injections. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.